Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (at an unknown dosage and concentration) via an implantable infusion pump for intractable spasticity and cerebral palsy indications for use. It was reported the hcp indicated concern that the patient's intrathecal pump system may be broken. The patient had come into the hospital on (B)(6) 2025, and during an x-ray it was identified there were broken components of the intrathecal catheter. The technical services specialist documented the information provided and transferred the caller to the national answering service (nas) for further coordination. No additional information was provided at the time of the call. Additional information was received from a healthcare provider clarifying that the patient had a chronically abandoned catheter in left flank and a current active catheter. The broken catheter was the old catheter and not the active one.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-dec-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (at an unknown dosage and concentration) via an implantable infusion pump for intractable spasticity and cerebral palsy indications for use. It was reported the hcp indicated concern that the patient's intrathecal pump system may be broken. The patient had come into the hospital (B)(6) 2025 in pain, and during an x-ray it was identified there were broken components of the intrathecal catheter. The hcp stated the patient is experiencing significant pain at this time. The hcp reported the plan is for the patient to undergo a pump replacement, which is scheduled for (B)(6) 2026. The technical services specialist documented the information provided and transferred the caller to the national answering service (nas) for further coordination. No additional information was provided at the time of the call.